Manufacturer narrative:
Physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen 200mcg/ml at 67mcg/day, dilaudid 25mg/ml at 7.5mg/day and clonidine 275mcg/ml at 81mcg/day via an implantable pump. The indication for use was non-malignant pain the patient¿s medical history included chronic pain. On (B)(6) 2018 it was reported that the physician suspected an infection of the pump site. There were no environmental, external or patient factors that may have led or contributed to the issue. There were no diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was an emergent procedure to explant the pump which was performed on (B)(6) 2018. During the explant the physician noted that no signs of infection were present in the pump pocket. Cultures and the pump were sent to hospital pathology for follow up. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive no injury and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.